Event description:
Customer reported he was hospitalized due to diabetic ketoacidosis. Customer stated he needs the insulin pump replaced since it gave him an error alarm. Customer is not sure what the error message was. Customer had not been using the insulin pump since (B)(6) 2014. Blood glucose value at the time of hospitalization was 375 mg/dl. Customer experienced vomiting. He was treated with medication, insulin drip and fluids. Customer was not wearing the insulin pump at the time of hospitalization due to error alarm received. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.